Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Aortic pressure immediately increased upon initiation. P level slowly increased to p9 indicated by echocardiogram on the heart. The patient was taken to ICU for recovery after securing impella. The patient had a fever and was given antibiotics. It was reported that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.